Manufacturer narrative:
(B)(4). The device history reviews for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot number 73e1500060 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during retraction of skin, the rubber elastic broke on two of the hooks. The patient's condition was reported as fine.